Manufacturer narrative:
The device was returned. Investigation found the last three secondary windings off the ball tip have been severely damaged. The coil¿s socket ring has been pushed down inside the outer sheath and against the resistive heating coil where internal electrical damage was found. It cannot be determined if this damage contributed to the complaint event as this damage was unreported. The circumstances of how and when this unreported damage occurred cannot be determined. The detachment fiber did not receive heat and melt. The device positioning unit (dpu) failed electrical testing with resistance at a failed reading of 46.56 ohms and the enpower systems go green light failed to illuminate. Compression of the resistive heating coil section brought the resistance back into a passing reading of 52.8 ohm. The most likely contributing factor to the dpu passing the pre-deployment electrical check, but failing to detach may have been due to a fracture of the solder joint connection inside the resistive heating coil. The circumstances of how and when this damage occurred cannot be determined as all microcoil systems are electrically tested prior to final packaging. In addition, without the return of the complete detachment system and the unidentified microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and the analysis, the event was confirmed, the circumstances of how the physical failure occurred could not be determined. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Concomitant devices: other coils (details unknown), detachment control box (details unknown), connecting cable (details unknown); microcatheter (details unknown). The product is expected for return but has not yet been received. Additional information will be provided within 30 days of receipt. No conclusions are made at this time.

Event description:
The contact at the hospital reported that the deltaplush coil ((B)(4)) couldn't be detached. Other coils (details unknown) inserted before and after this coil detached without a problem. The same enpower detachment control box (details unknown) and connecting cable ((B)(4)/lot unknown) were used successfully with other coils. The microcatheter (details unknown) remained in place when the coil was withdrawn. There was no significant clinical delay to the procedure due to the issue. There is no patient consequence due to the issue. At initial contact the product was available for return. There were no damages noted to the coil delivery/detachment system. The coil was not stretched when it was removed. The coil was still attached to the delivery system when removed from the patient. A predeployment electrical check was performed but no low battery light was seen during the case. No fault light was seen during the case. All lights illuminated when pressing the power button. The green system ready light illuminated. It is unknown whether the detachment light illuminated during the detachment cycle. The audible signal beeped. All connections appeared to fit properly without excessive force.